Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor electrode broken and missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that transmitter did not flash green when connected to the sensor and customer could not see any electrode in the body. Customer reported the sensor fractured while in the body and the sensor was no longer in the body. Customer also stated that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The device will be returned for analysis.